Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device does not properly display a2 (low powerpack) alert prior to e2 (powerpack depleted) error. He stated he changed the battery and after a few hours, his blood glucose began to increase to 200-250 mg/dl. His normal blood glucose level is 120 mg/dl. He stated the piston rod does not seem to work correctly. He attempted to lower his blood glucose by bolusing through the infusion device without success. No further information is not available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.